Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting and the unit ran on internal batteries and after 5 minutes went red and the unit shutdown. The unit ran on external power for 30 minutes. The technical support advised the customer to order a set of internal and external batteries and replace them because of the way the unit is reacting. If nothing changes the gde (gas delivery engine) needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator shutdown after 5 minute of discounted power. The customer confirmed that there was no patient involvement associated with the reported event.